Event description:
Information received from the field notes that interrogation revealed an eri message. Initial measured battery data was 2.34v, 7ua, 19.2 kohms. A second reading during the same session showed 2.41v, 7ua, 30.7 kohms. The patient was pacemaker dependent with no underlying rhythm. Therefore, the device was replaced.